Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent embolization occurred. The tubular 80-90% stenosed target lesion was located in the left main (lm). The 4.00x12mm liberte monorail coronary stent delivery system (sds) was advanced to the target lesion through the right femoral artery. The physician inflated the balloon to 18 atmospheres for 15 seconds and when the sds began to come down on the vessel the stent didn't look like it was still on the catheter. The physician withdrew the sds and saw that the stent was gone. The stent did not deploy to the left main but still remains in the patient with its whereabouts unknown. The physician used another 4.0x12mm liberte monorail coronary sds and deployed it at 22 atmospheres for 15 seconds. The stent was successfully implanted with no patient complications reported. The patient's current condition listed as "great". Later as the physician was looking at the cine, he noticed that the embolized stent had migrated 5 inches up the guide catheter in the aorta and had ended up around the outside of the guide catheter.